Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) displayed a "low coolant" error message was confirmed during the functional testing but not during the event log review. The root cause of the reported issue was a failed coolant drain coupler, likely due to the aging of the device. The thermogard console was manufactured in july 2011 and is 14 years old, well past the expected service life of 5 years. The event log data showed no significant error messages or discrepancies. The thermogard console failed functional testing due to the "coolant low" message displayed after powering up, confirming the reported complaint. The coolant drain coupler was replaced to remedy the complaint. Following service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard console with sn (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6)) displayed a "low coolant" error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.